Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a tka procedure, the gii universal extractor broke while slapping. An s+n backup device was available and used. No information about surgical delays were initially provided.